Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had frozen image. The procedure was completed successfully and no patient harm was reported as a result of this event.

Manufacturer narrative:
Alleged failure: the video on the monitors froze on two occasions during a procedure. Video output froze on both of the connected monitors at the same time. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be 1688, hub software, hub sdk, 4k display, or cables. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had frozen image. The procedure was completed successfully and no patient harm was reported as a result of this event.